Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8840, implanted: (B)(6) 2008, product type: programmer, physician.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving hydromorphone (20 mg/ml at 3.964 mg/day) and bupivacaine (10 mg/ml at 1.982 mg/day) via an implanted pump. The indication for pump use was unknown. It was reported that on (B)(6) 2016 as they were programming a bridge bolus the 8840 programmer batteries died. When they went back to update the pump again, the drug showed as "pf normal saline (9.0 mg/ml at 0.4997 mg/day)". They went in and couldn't do the bridge with the hydromorphone, so they ran a bridge that shows "indium dpta" as the secondary drug. As reported, the sequence of events was difficult to understand, but it was gathered that there were 3 different bridges programmed. The first one set to run for 50 hrs 37 min, a second one set to run for 27 hrs and 41 min (this one ran for 30 minutes), and the bridge programmed right before the call for assistance which was set to run for 219 hrs and 34 min. The reporter confirmed that all of the boluses had been stopped. The reporter then proceeded to report that the hcp wanted the hydromorphone to run at the original rate of 0.1982 ml/day but wanted the saline rate to double. It was reviewed that based on the rate that the saline was programmed to (0.05 ml/day) the rate was the opposite of what the hcp wanted. The doubled rate was reviewed and it was reviewed how to calculate the dose/day of the saline. It was reviewed that the hcp should confirm that was the correct rate that he wanted. The reporter requested assistance in programming the bridge to achieve what the hcp wanted. The pump had been running for 1.5 hours at the saline rate before the bolus was stopped. Based on the information provided it was determined that 0.003 ml was delivered. The option of setting the programming back to the original settings and then reprogramming the new settings for the saline was reviewed. Screen navigation for the bridge bolus was reviewed. The reporter then wanted to know why the bridge was now for 61hrs and 31 min. It was reviewed that the pump was now using the tubing volume of 0.289 ml due to the flow rate change. It was confirmed that the reporter had successfully updated the pump. The reporter stat ed that they had a great deal of difficulty updating the pump today and stated that the patient reported that the hcp also had a hard time updating the pump at refills. No patient symptoms were reported. Additional information was received from the hcp on (B)(6) 2016 and it was reported that the hcp had updated the pump twice as of the time of the call. The first update was to program a concentration change and bridge bolus. There was saline in the reservoir and the pump was at 9 mg/ml and was running in simple continuous mode at 3.5675 mg/day (flow rate: 0.396 ml/day). The "new drug" was "hydromorphone: 20 mg/ml at 3.964 mg/day (flow rate: 0.198 ml/day) and bupivacaine 10 mg/ml at 1.982 mg/day". The hcp had updated the pump from saline to the 2 drugs listed, but programmed the "old drug desired dose" of 0.4997 mg/day" and the hcp actually wanted a dose of 3.5678 mg/day (previous saline dose). With the second update, the bridge bolus was stopped 5 minutes after the pump had been updated. The third update occurred after the hcp called at which time the hcp was walked through programming the pump back to what it was programmed when the patient came today ((B)(6) 2016); "drug: saline 9 mg/ml at 3.5675 mg/day, no bridge bolus". A fourth update was done where the hcp was walked through programming the pump to the new drug that they had filled the pump with today; "new drug: hydromorphone 20 mg/ml at 3.964 mg/day and bupivacaine 10 mg/ml at 1.982 mg/day and pa (patient activated) dose". A bridge bolus was programmed "ttv: 0..418; old drug desired dose: 3.5675; duration: 25 hr 18 min". After which, the pump was programmed to what the hcp had originally intended. The pump had s aline in it since (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.